Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and functional testing were performed. During the visual inspection it was identified that the doors latch roller was damaged. The cause of the damaged could not be determined. The latch roller was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.